Event description:
It was reported that the device was explanted in 2008 after an implant duration of 44 days due to an unknown reason. It is unk if the explant was attributed to the device. No further details were provided.

Manufacturer narrative:
Device not returned.